Manufacturer narrative:
Bd received one photo for investigation. Evaluation of the provided photo demonstrates underfill. Additionally, 20 retained samples were subjected to functional tests, and all 20 samples drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.